Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they went to check their battery the night prior to the report and they got an informational power on reset (por) message. It was reviewed how to clear the por with the patient programmer. It was reported that clearing the por was successful. The patient reported that the therapy was turned back on and adequate. Troubleshooting resolved the reported issue. No symptoms were reported. Relevant medical history includes other chronic/intract pain (trunk/limbs) and spinal pain. No cause was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that they didn't know what led to the power on reset (por) message. The patient stated that they woke up one morning and tried to turn it on and saw the por message. The patient further stated that they needed to open the device when they got the message.